Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient had a crt-d device implanted at another hospital. They were not able to implant a lv lead in the coronary sinus. Patient was referred to another hospital to implant him an epicardial lead. When the physician opened the pocket it was full of puss and other fluid. The physician elected to remove the entire system. The patient is not pacemaker dependent. There were no further consequences for the patient this far.